Manufacturer narrative:
(B)(4). Batch # unk. Concomitant products: reload ecr45w lot # n4l73d, ecr45b lot # n4l88p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown bariatric procedure, the patient presented bleeding in the staple line and some staples opened. The procedure was completed using a second like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n54947. The analysis found that one pse45a device was returned with no apparent damage and with six cartridges reloads present. The reloads ecr45w (b and c) were received fully fired. The reloads ecr45b (d, e, f and g) were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.